Manufacturer narrative:
The complainant was unable to provide the upn and lot number of the suspect device; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for investigation. Therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advantage system was implanted in (B)(6) 2012. According to the complainant, in (B)(6) 2013, the patient experienced mesh erosion with pain and bleeding. Mesh excision was done in (B)(6) 2013. The patient then developed recurrent stress incontinence and was scheduled in (B)(6) 2014 to be implanted with another transobturator sling. During the planned surgery, mesh erosion was again identified. The procedure was abandoned and the mesh was excised. The patient continued to have recurrent stress urinary incontinence. On (B)(6) 2015, a second sling was implanted in the patient. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.